Event description:
The customer reported fluid from the dispense probe leaked into the wash carousel involving access 2 immunoassay system. The customer stated the dispense probe tube was misrouted and as a result became tangled, causing the fluid leak. Beckman coulter customer technical support (cts) advised the customer to retest previous patient samples to verify results. There was no report of patient results affected. There was no injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse sourced the instrument leak to an improperly seated dispense probe in the wash arm. The fse determined the leak had caused corrosion and breaking of the wash carousel heater lead. The fse replaced the instrument dispense probes, properly routed wash carousel tubing, repaired the leads to the wash carousel heater, and verified the wash carousel temperature was within instrument specifications. The fse verified the instrument hardware by performing a successful system check within instrument specifications and by priming instrument dispense probes without leaking. On (B)(6) 2011, the fse replaced the wash carousel heater pad and verified instrument operation. The unit conformed to the manufacturer's specifications.